Manufacturer narrative:
(B)(4). The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was 100ml of fluid present in the attached waste bag. Visual inspection of the device presented no damage or irregularities. Functional testing was performed by placing the device in the angiojet console. The testing was started; however, the ¿check catheter for kinks¿ error was displayed on the screen. The device over-pressured at 11.79 kspi. The shaft was inspected again there was no damage or irregularities were identified to cause an over pressure error. The tip was dismantled to review the jet holes and it was found that the undamaged jet hole was plugged. The foreign matter in the jetbody hole was tested and determined to be stainless steel. The angiojet solent dista catheter uses a stainless steel jetbody that is coated with gold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
Reportable based on analysis completed september 10th, 2018. It was reported that the catheter wouldn't prime. An angiojet® solent¿ dista catheter was selected for use for a thrombolysis procedure. The catheter would not complete the initial priming cycle and an error message to check for kinks was displayed. No kinks were observed. However, device analysis found a jet hole to be plugged with stainless steel.